Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the indicators on the front panel of the subject lit up due to the front panel failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the front panel of the subject device had failure. The user cancelled the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the aging degradation of the front panel parts due to the repeatedly long-term use because about five years had passed from the subject device had been delivered.